Event description:
According to the distributor's report, the device was used to close a facial laceration. During application, the adhesive contacted the eyelids and glued them shut. The physician cleaned the area immediately. No adverse events or time delays were reported.